Manufacturer narrative:
The instrument has been investigated. The customer was instructed to clean the wash station and rerun the volume ventrification. The instrument was tested without further problem and returned to service.